Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported mechanical jam were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the distal shaft was bent in the moderately calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure and the reported mechanical jam cannot be determined. Interaction/manipulation of the compromised device likely resulted in the noted bent stent strut. The noted difficulties during return analysis likely was a result of dried blood and/or contrast in the device preventing the shaft lumens from moving freely. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery with moderate calcification. The 6x100 absolute pro self-expending stent system(sess) was advanced over a 0.035 supracore guide wire to the target lesion. The thumbwheel became stuck and the stent partially deployed a couple of millimeters. The sess was withdrawn and another same size absolute pro was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.